Event description:
On 18 jan 2023 the nalu quality group responsible for reporting was made aware of a surgical procedure that took place on (B)(6) 2022. Patient was implanted with the nalu peripheral nerve stimulator on (B)(6) 2022 with good results, however the patient subsequently reported loss of pain relief. Reprogramming was attempted with no improvement. Physician reported lead breakage and migration and elected to explant the entire system. Explant took place on (B)(6) 2022.